Manufacturer narrative:
The edwards sapien transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis without severe aortic insufficiency. The safety and effectiveness has not been established for patients with a non-calcified aortic annulus, or mixed aortic valve disease (aortic stenosis and aortic regurgitation with predominant aortic regurgitation > 3+). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to the procedure itself, it appears that patient factors (e.g. Minimally calcified aortic valve and leaflets and mac) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, a 26mm sapien valve was deployed in a 70:30 aortic position with resulting moderate central ai and trace pvl. It was determined a second valve was required to correct the cai. A second 26mm valve was prepped and deployed 1mm lower than the first. The final result was trace pvl. Per the report, the patient had essentially no calcium on the annulus or native valve leaflets.